Event description:
Cook cervical ripening balloon with stylet pierced the end of the catheter during placement and could have cut the baby or ruptured the amniotic membrane, the stylet extended 1cm past the end of catheter tip. Route: vaginal. Is the product compounded: no. Is the product over the counter: no.